Manufacturer narrative:
Device not returned.

Event description:
It was reported that a malfunction alarm occurred. During troubleshooting with tandem technical support, the malfunction alarm was cleared, and insulin delivery was resumed successfully. There was no reported impact to customer¿s blood glucose level due to the reported issue.